Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited high capture threshold measurements resulting in loss of capture. The patient was brought into the clinic experiencing discomfort due to pocket stimulation. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.